Manufacturer narrative:
A steris service technician arrived at the facility and confirmed the unit was leaking from the sight glass of the unit. The technician found that the sight glass compression nuts were loose, causing water to leak onto the floor. The technician tightened the sight glass compression nuts, confirmed the unit was operating according to specification and returned the unit to service. No further issues have been reported. The unit was installed in august of 2012 and was last serviced by a steris technician in october of 2012. The unit is not under a steris service contract. The user facility is responsible for routine maintenance of the unit as well as ensuring that preventative maintenance is performed at the appropriate intervals. The (B)(4) 400 operator manual (8-1) states: "routine maintenance -check sight glass for leaks or cracks". This should be completed at a minimum of 4 times per year. Additionally, the operator manual (8-1) recommends replacing the sight glass and seal a minimum of 2 times per year.

Event description:
The user facility reported that the (B)(4) steam sterilizer was leaking water from the back of the unit. There are no procedural delays/cancellations or injuries reported. Property damage was reported in association with the reported event.